Manufacturer narrative:
Additional information adverse event or product problem,event. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 11:29 am CT. The report number is being corrected from: 2183959-2018-62008 to: 2183959-2018-61213.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to unspecified reasons. A new inflatable penile prosthesis 18cm x12mm cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was removed and replaced as the device was not working for the past two months. The patient was unable to pump the device. The pump tubing that connected on the left cylinder was broken.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to unspecified reasons. A new inflatable penile prosthesis 18cm x12mm cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.